Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, instructed customer to place affected pump in storage mode and return it with pre-paid label and advised customer to re-enter pump settings and reconnect glucose sensor on replacement device.